Event description:
It was reported when starting pacing, the customer received an error message 1201 and all bs and ic signals became saturated with noise. Connecting ep med rl lead to the patient, as it had been connected to the ECG out box did not resolve the noise or error. It was advised to replace the rl leads from both c3 and ep med, exchange the stim cable, reboot system, however, the physician decided to bypass the carto to finish the procedure without any patient consequence. Upon follow up, bwi received the confirmation on (B)(6) 2012, (which changed the alert date) that showed the physician was unable to interpret both bs ecgs and all ic recordings from both carto and ep recording systems at the same time in the presence of noise.

Manufacturer narrative:
(B)(4). The biosense field service engineers reported that the bs ECG cable replacement resolved the issue. The system is ready for use. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.

Manufacturer narrative:
(B)(4).